Manufacturer narrative:
(B)(4). Additional product code: kwq, appliance, fixation, spinal intervertebral body. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, patient underwent an anterior cervical fusion for unknown reason. When inserting a zero p screw, the screw fell off the driver and into the surgical site. While trying to retrieve, the screw was inadvertently pushed deeper in the surgical site. Although the screw could be visualized on x-ray, the surgeon was unable to retrieve the screw after many attempts. It was determined to leave the screw loose in the would as a foreign body as there was a greater risk of injury with further dissection. Surgeon is aware that the implant is made from titanium but would like to know if there is any concern of the screw migrating with an MRI. Exploratory actions were taken to retrieve screw. Fluoroscopy was used to locate screw but location proved difficult to access. The procedure was completed successfully with a surgical delay of 15 minutes. Patient outcome was unknown. This complaint involves one(1) device 3.0mm ti cerv spine lkng scr 14mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.